Event description:
Lap electrodes stretched out collet of cautery pencil and they were not able to use standard electrode after using the lap electrode first.

Manufacturer narrative:
Investigation findings: no lot number was given and no sample was returned for investigation. We did review three recently produced lots of the product, there were no discrepancies noted on the work order. The three lots met all requirements for release. The instruction for use was reviewed, there is a section that indicates if the electrode needs to be changed out, that it should be checked for compatibility. Correction: none taken. Root cause analysis: no lot number was given and no sample was returned for investigation. Without these, we are unable to perform a thorough investigation to determine a root cause. Corrective action and/or systemic correction action taken: none taken. Preventive action: na. This report is being filed due to a retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be filed if further investigation provides information which changes the content of this report.